Manufacturer narrative:
Blood was observed on the adhesive pad. The formed needle and bottom housing were inspected and no abnormalities were found that would contribute to the reported bleeding. The exact cause of the bleeding could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. Although the exposed portion of the soft cannula was kinked, this did not affect insulin delivery as fluid was able to successfully flow through the fluid path and exit the distal tip of the soft cannula and no leaks were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 350 mg/dl while wearing the pod between 1 and 4 hours, while wearing it on the back. For treatment, the patient changed out the pod for a new pod.